Event description:
It was reported that the pump kept indicating a kinked catheter. There were also repeated high baseline, helium loss, and high pressure alarms. The pump was exchanged. There were no reported pt complications.